Manufacturer narrative:
Device evaluation: the report of power elevations, pump stoppages, and suspected thrombus was confirmed during the evaluation of the returned device. Upon disassembly of the pump, examination of the blood-contacting surfaces found depositions of denatured blood in the inlet stator, outlet stator, outflow elbow, and around the rotor. The depositions would have caused increased rotor drag, resulting in the reported power elevations and could potentially result in cessation of the motor. All of the observed depositions appeared consistent with poor surface washing resulting from an interruption in flow; however, the evaluation could not conclusively determine the specific cause for the flow interruption. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption, comparable to the pump power consumption that was recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 2 months. (B)(4). The explanted device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with dizziness, diaphoresis, weakness, hypotension and bradycardia (heart rate 48-62 bpm). The patients peripheral capillary oxygen saturation (spo2) was 98% and their end organ function was normal. The patient was treated with lasix and a dobutamine infusion; however, the dobutamine was stopped when the patient¿s heart rate was greater than 60 bpm. The patient was transferred to the intensive care unit at a transplant center. On (B)(6) 2015 it was reported that the pump powers were elevated at between 10 and 12 watts. Pump thrombosis was suspected and a heparin infusion was initiated. Intermittent pump stoppages began to occur in the morning. The patient underwent a pump exchange on (B)(6) 2015. The patient is currently stable and is likely to be discharged. No additional information was received.